Manufacturer narrative:
The end user used this tape to secure gauze under her nose and it extended out onto her cheeks. Twenty four hours later, she developed redness, burning and swelling on her cheeks. She sought medical attention and was prescribed a medrol pack from which she had good results. No sample was returned for evaluation. No lot number was provided. A root cause has not been determined.

Event description:
The end user developed a rash on her face after using the tape and was placed on a steroid.